Manufacturer narrative:
One sample was received by bd. A quality engineer was able to examine the sample from batch 1316211 regarding item 305901. The sample came with an opened packaging blister. Visual inspection was performed; the safety mechanism has not been activated, and the needle hub is damaged at the bottom part. No other defect or imperfection was observed. Based on the investigation and with the sample analysis, the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. A potential root cause is that it could be possible that during the molding process the needle hub got damaged causing the symptom reported and not detected in the next processes. The sample will be shown to the associates for awareness. A device history record review was completed for provided lot number 1316211 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd safety-lok needle hub had a hole was cracked/damaged. The following information was provided by the initial reporter: "rn was preparing mmr-var vaccines - as writer was attaching the 5/8ths needle, heard a cracking sound upon examination noted a crack to the orange twist part of the needle. The crack spread up to where the needle begins." Ahs mdip reference number (ID): (B)(4); date of incident (yyyy-mm-dd): (B)(6) 2024. Type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): incident details: rn was preparing mmr-var vaccines - as writer was attaching the 5/8ths needle, heard a cracking sound upon examination noted a crack to the orange twist part of the needle. The crack spread up to where the needle begins. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time. Device information: device name/description: needle hypodermic safety 25ga x 5/8 in; manufacturer: becton dickinson canada inc; manufacturer code/model: 305901; serial or lot number: (B)(6); expiry date: 2026-10-31; supplier: (B)(4). Supplier catalogue number: 308-305901; is device retained: yes; number of devices: 1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.